Event description:
It was reported that the pwd called after being awakened overnight by high glucose alerts, with glucose rising from 275 mg/dl to over 400 mg/dl. The pwd changed the infusion site multiple times and reported that improvement occurred after the fifth site change. Of the four infusion sets replaced, two were noted to have bent cannulas. The pwd confirmed that emergency services were not required. No leakage was observed. The infusion set had been worn and last replaced within 48 hours, and a freestyle libre 3 plus cgm was in use. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.